Event description:
It was reported to philips the device showed an ECG bias message. There was no patient involvement.

Event description:
It was reported to philips, the device showed an ECG bias message. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed. And traced to a faulty processor pca. The fse replaced the processor pca. The device passed all performance assurance tests. And was placed back into use with the customer.